Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) of 32 (mg/dl). Customer went to the emergency room and was subsequently admitted to the hospital where bg was treated with intravenous glucose. Customer was discharged on (B)(6) 2019 with no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.